Event description:
Event description cpi received information that while the patient was presented in the emergency room with a life-threatening arrhythmia that the implantable cardioverter defibrillator (ICD) did not treat. When the patient's (ICD) was interrogated it was noted to be off.